Manufacturer narrative:
(B)(6). Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(6). The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that while inserting the r2psheath over the wire in the radial artery there was a lot of resistance from spasm. The doctor proceeded to push the sheath in, the coils began to get closer together and absorb the force. The blood loss was reported to be less than 250cc's. The patient condition was reported to be stable. The procedure outcome was to abandoned radial access and go with femoral access to complete the procedure.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide an update and to provide the completed investigation results. One 6fr 149 cms r2p sheath was received with a mated dilator for evaluation. No other components were returned. Visual inspection revealed no kinks or folds in the sheath. In two areas a zigzag 'accordion' deformation was noted on the outer surface. In the distal part, some roughness was felt which was examined under a microscope and it was noted that in these spaces the sheath had folded over itself on the surface throughout the circumference. The sheath was soaked in water and was checked digitally for breaks in coating. No anomalies were found and a continuous slippy surface was noted. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the crimped pattern on the outer surface was caused due to longitudinal and transverse insertion and withdrawal forces which would be experienced in the reported event. However, the exact cause of the reported event cannot be definitively determined.